Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The company representative reported the patient fell and the lead was now "sticking out of skin" in the cervical area. The patient was seen at the doctor office on the day of this report and was sent over to the ER with plan that the doctor will be removing the lead today. They were going to leave the ins implanted. They will wait until the patient is healed and will then implant new lead. The rep didn't know the details of the fall or when the lead started to stick out of skin. The rep later reported that the issue about the lead sticking out had been resolved. If additional information is received, a follow up report will be sent.